Event description:
The customer obtained falsely elevated, non-reproducible vitros trop I es results on multiple pt samples, in 2008 for three days on the vitros eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were not reported. There were no allegations of harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the vitros eci incubator shuttle and transport module were not operating as intended. Ocd field service investigated and made necessary repairs, returning the vitros eci to expected operation. The root cause of the event is instrument related.